Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the I-beam was fully retracted and the jaw was open. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. There was no trace of obstacles were incorporated in the jaw. No other damage or deformation that would affect on the reload was observed. The returned reload was successfully loaded to the representative adapter.¿¿functionally, when the jaw was closed, I-beam was positioned behind the sled. No abnormalities were observed in handle articulation. All staples were properly placed, and test media (2pieces, 4layers) was cleanly transected. The safety interlock feature successfully prevented the reload from firing again. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur if firing over tissue that is beyond the recommended thickness range which might prevent from opening jaws just with one press on the center control. The evaluation detected an unreported condition: the returned device was found to be partially fired with a powered device. Visual inspection noted the staples were protruding from the proximal end of the staple cartridge channel and there was a visible gap between I-beam and the sled while the interlock was engaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Appropriate tissue thickness ranges for cartridge sizes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, before using the device to the patient, the surgeon inserted the reported device to the trocar and tried to open the jaws ,but it could not open. It was noted that when the jaws opening and closing was checked, there was no problem. The procedure was completed with another reload. There was no patient injury.